Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported the patient was re- hospitalized eleven (11) days after discharge due to abdominal pain and vomiting. At the time of the report, the patient is recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and vomiting. The cause of peritonitis was unknown. The day after event onset, the patient was hospitalized and treated with vancomycin injection (2g, every 5th day, intraperitoneal, discontinued), ceftazidime injection (1.5g, once daily, intraperitoneal, discontinued) and tobramycin (40mg, once daily, intraperitoneal, discontinued) for peritonitis. The patient was discharged 10 days after hospital admission. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.